Event description:
It was reported that during a laparoscopic gastric bypass with roux-en-y procedure, when firing the second firing on the gastric pouch the surgeon stated that the firing felt and sounded "crunchy." Some staples were malformed but he didn't elaborate on the shape of the staples. A new device and reload were opened. The pouch was trimmed by the subsequent firings and the case was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 3rd or 4th. If echelon, during which stroke did the event occur? Unknown. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Previous staple line. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue?no. The device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. No malformed staples or abnormal noise was noted during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.